Manufacturer narrative:
No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer problem was not present. Non-systematic irreproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 52.7 ng/l. The sample was repeated twice, resulting in values of 44.4 ng/l and 41.2 ng/dl. The second sample initially resulted in a troponin t value of 13.8 ng/l. The sample was repeated twice, resulting in values of 18.1 ng/l and 18.7 ng/l.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to sample measurement. A general reagent or analyzer problem was not present. Non-systematic irreproducible results do not represent a general malfunction of the assay. No relevant alarms were observed on the alarm trace. The investigation is ongoing.